Event description:
It was reported the subject device experience a no image. The issue occurred during an unspecified procedure there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The advised to them was to toggle through the pip input, and they finally were able to restore the image. The customer informed tac of the event. The device will not be returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause it's not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.